Event description:
It was reported that during a laparoscopic gastrectomy procedure, the device could not be released smoothly after the 2nd firing though the device opened properly at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one pce60a device was returned in good visual condition and with an ecr60b cartridge loaded on the device. The returned cartridge was received fully fired and in good visual condition. The manual override door was found to be properly installed. Upon evaluation of the device, the motor worked during the activation of the firing trigger but the knife did no advance. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the crossover gear was found to be disconnected from the drive bar. Moreover, the bailout lever was noted broken in the area where it interacts with the cam; the condition of the crossover gear and bailout lever is consistence with the device had been bailed out. As the bailout lever was broken, it permitted to return the lever to home position and install the door again. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to reset the bailout system and then, it was tested for functionality performing a dry fire. Upon firing, it achieved its complete firing sequence without any difficulties. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.